Manufacturer narrative:
Product ID: 8780 serial#: (B)(4). Implanted: explanted: product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a device manufacturer representative regarding a patient receiving therapy via an implantable infusion pump. It was reported that while replacing the patient's pump the catheter could not be aspirated so a back table prime was performed. Additional information was received from the device manufacturer representative indicated that the back table prime resolved the issue.